Event description:
Boston scientific received information that noise was noted on the right atrial channel, and this right atrial lead safety switch was reset after the lead safety switch was triggered due to low pacing impedances. The lead was programmed to sense in bipolar configuration and pace in the unipolar configuration. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
Should additional information become available this investigation will be updated.